Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that the lot met all pre-release specs.

Event description:
Several years ago the pt underwent infrarenal aneurysm repair. In 2008, the pt presented with a contained rupture from a distal type I endoleak on the left side and imaging revealed short seal zone on the right side. Two contralateral leg components were placed for extension in the common iliac artery on the right. Final angiogram revealed complete resolution of the distal type I endoleak and preserved flow of the internal iliac artery on the left side. The pt tolerated the procedure.